Manufacturer narrative:
An event regarding infection involving an unknown adm insert was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: conclusion of assessment: a deep postoperative arthroplasty infection occurred 1-year post primary implantation of an accolade-ii/trident/mdm total hip construct. The severity of the infection and involvement of mrsa bacteria required a two-stage approach to treatment with at airst all devices removed and implantation of an antibiotic containing spacer to heal the infection with secondary reconstruction of the hip approximately 6-months later with a restoration modular/trident system. Does the review identify any procedural related factors that contributed to the event? - infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which noinformation is available for this patient. Does the review identify any patient related factors that contributed to the event? - no info does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: a clinician review of the provided medical records states the following, confirming the event . A deep postoperative arthroplasty infection occurred 1-year post primary implantation of an accolade-ii/trident/mdm total hip construct. The severity of the infection and involvement of mrsa bacteria required a two-stage approach to treatment with at airst all devices removed and implantation of an antibiotic containing spacer to heal the infection with secondary reconstruction of the hip approximately 6-months later with a restoration modular/trident system. Does the review identify any procedural related factors that contributed to the event? - infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which no information is available for this patient. Does the review identify any patient related factors that contributed to the event? - no info does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Right hip primary tha on (B)(6) 2013...underwent revision due to infection with mrsa on (B)(6) 2014...entire tha explanted and replaced with abx spacer. Patient factor: bmi 26.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident hemispherical cluster 48mm; cat#502-01-48d; lot#unknown. 22.2mm std lfit v40 head; cat#6260-9-122; lot#unknown. Size 4 accolade ii 127 deg; cat#6721-0435; lot#unknown. Modular dual mobility insert; cat#626-00-38d; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Right hip primary tha on (B)(6) 2013...underwent revision due to infection with (B)(6) on (B)(6) 2014...entire tha explanted and replaced with abx spacer. Patient factor: bmi 26.